Manufacturer narrative:
It was reported by the customer that in october, the wheel came off the rollator resulting in a fall. It was reported that due to this x-rays were done which showed "nothing broken". It was reported that muscle relaxers were required after the fall. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheel came off causing fall.